Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited slowly decreasing ventricular pacing impedance measurements since implant, 16.3 months ago.